Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly and no thrombus was noted in the ivc prior to filter placement. A celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The access site was not provided. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2016 (day of index procedure), the post-procedure x-ray was completed. The study site¿s results have not been reported. Analysis of post-procedure x-ray revealed tilt of 13.5 degrees in the ap view and 29.1 degrees in the lat view. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Given the anatomy of the patient (s-shaped curvature of ivc, postsurgical changes), the course of the ivc does not mirror the spine, why the reported tilt of 13.5 deg (ap view) and 29.1 deg (lat view) is likely an overestimation of the true tilt. According to the imaging review; "a more accurate estimation of the tilt would be in the order of 8-10 deg versus 28-30 deg." No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly and no thrombus was noted in the ivc prior to filter placement. A celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The access site was not provided. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2016 (day of index procedure), the post-procedure x-ray was completed. The study site¿s results have not been reported. Analysis of post-procedure x-ray revealed tilt of 13.5 degrees in the ap view and 29.1 degrees in the lat view. Patient outcome: the patient remains in the study.